Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio performed some unrelated repairs. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the customer's device power off by itself when it was used to monitor a patient. No information about the patient or the patient's outcome was provided.